Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
Per the clinic, the patient developed an infection at the implant site, however; the issue could not be resolved. Revision surgery was performed in (B)(6) 2015 (date not reported) due to subsequent extrusion of the receiver-stimulator. In (B)(6) 2015 (date not reported), the patient developed a seroma at the implant site. Treatment (type not reported) was administered for a duration of one week, however, treatment was unsuccessful. Subsequently, the device extruded through the skin flap, resulting in the decision to explant the device. The device was explanted on (B)(6) 2015. It is unknown if the patient was reimplanted with a new device, as of the date of this report, (B)(4) 2015.

Manufacturer narrative:
This report is filed november 10th, 2015. (B)(4).